Event description:
It was reported that there was a surgery to replace a discharged itrel that lasted 3 years, more or less, with a synergy versitrel. When the physician opened the patient's pocket, there were some difficulties in removing it. After few minutes, it was removed but the physician saw something strange. Behind the stimulator, a part of tissue seemed to be burned. It was like a tissue layer with the same shape of the stimulator with a strange stiffness, like a crust. The physician decided to analyse this tissue because he thought it could be shocking that the patient may have had. The patient was diabetic and a heart patient. He had a biotronik defibrillator inserted on the left side, the same side of his neurostimulator. The patient was now fine and feeling stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of neurostimulator model 7425, serial # (B)(4) showed normal end of life; no telemetry and no output. There was no significant anomaly.

Event description:
Additional information received noted that regarding the itrel 3 being depleted after 3 years, this was normal battery depletion. Regarding if the patient was defibrillated with an external defibrillator during those 3 years, it was noted no, the patient had an implantable defibrillator. It was not possible to retrieve info from the ICD as it was not the manufacturers. Regarding what was the exact location of the biotronik device and the neurostimulator, it was noted that both the neurostimulator and the ICD were on the left side, in an abdominal and pectoral pocket respectively.